Event description:
During the pta/stenting treatment procedure, the sentinol nitinol biliary stent deployed prematurely. During advancement over the wire, the deployment sheath retracted causing the stent to deploy. The device was removed. A new stent was successfully implanted. No patient injuries or complications were reported. The patient's status was reported as `ok'.